Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip changed color for an unprocessed load. The affected load was released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, and standards hazard list (shl). The DHR could not be reviewed as the lot number was not available. Trending analysis by lot number was could not be performed as the lot number was not available. The severity of the issue of color-chemical indicator was considered negligible per the standards hazard list (shl). The severity of the issue of load not recalled was considered "limited" per the standards hazard list (shl). The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue could not be determined due to insufficient information. The patient was reported to be fine. There was no injury or infection reported. The issue will continue to be tracked and trended.